Event description:
It was reported that during a hip arthroscopy, the suture fix had a broken suture. When the image was checked, a metal piece at the tip was left in the body. The procedure was successfully completed without delay using a back-up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported suturefix ultra ahr s assembly¿s (2), were returned for evaluation. Visual assessment confirmed the device have been fully deployed as no suture remains on the inserters. Reported complaint of breakage. The nose tube subassembly was removed from each handle to inspect for additional damage, sample (a) is missing fork both tines and is bent and twisted at the break area. Sample (b) showed no damage both fork tines are intact. The condition of sample (a) indicates that an excessive amount of force was placed on the device during use. Per the devices IFU 10601059 under precautions ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. A review of the manufacturing and complaint records was performed for the reported lots, there were no indications that would suggest that the devices did not meet product specifications upon release into distribution. The impact to the patient cannot be determined at this time. The inserter tip is not intended for long term implantation. Migration or micromotion might cause future issues. In conclusion, based on the available product assessment, the broken tip could have been caused by excessive force or a procedural error. No x-rays were provided, however migration or micromotion could move the retained piece and become an issue later depending on its location.